Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and test strips. Most likely underlying root cause of malfunction: user's test strips had a poor storage(purse).

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained meter memory of hi. The customer's expected fasting blood glucose test result range is 100 to 160mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification customer stores the product in the purse. Manufacturer does not recommend this storage for the product. The test strip lot manufacturer's expiration date is 01/31/2019 and open vial date is (B)(6) 2016, the meter memory was reviewed for previous test result history (date / time not set): (B)(6). The customer is testing three times a day (fasting). The customer has not made any recent changes in the diet, exercise regimen, or diabetic medication.

Manufacturer narrative:
(B)(4). Customer returned a wronged product. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained meter memory of hi. The customer's expected fasting blood glucose test result range is 100 to 160mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification customer stores the product in the purse. Manufacturer does not recommend this storage for the product. The test strip lot manufacturer's expiration date is 01/31/2019 and open vial date is (07/01/2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). The customer is testing three times a day (fasting). The customer has not made any recent changes in the diet, exercise regimen, or diabetic medication.